Event description:
Healthcare professional reported "during surgery for removal of device, right side is found ruptured." Device was explanted.

Manufacturer narrative:
Clarification to d4 device information: partial information provided as "mcghan" clarification to d6a implant date: partial date 1994. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; rupture found during surgery.

Event description:
Healthcare professional reported "during surgery for removal of device, right side is found ruptured." Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.